Event description:
Healthcare professional reported a patient was injected with juvéderm® volux¿ into the chin and jaw. About 2 months later, patient noted hard lumps started to develop. Patient was seen in practice about another two months later and it was noted the lumps are hard and tender to touch, but not red or painful. Patient started taking antihistamines and prescribed antibiotics with a plan to spot dissolve lumps.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.